Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to hospital for a pacemaker system revision procedure. It was noted that the pacemaker was explanted and replaced. The patient was discharged post procedure.